Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Consumer stated his mother slid out of chair due to the tilt lever not functioning and banged up her legs. She has 24 hour care. They are monitoring the cuts to insure they do not get infected.